Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Calibrated inspiratory pressure transducer in accordance with manufacturing specifications. Performed ovp (operator verification procedure). The ventilator is ready to return to normal service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the avea ventilator has constant message and alarmed circuit disconnect. As of this time, there is no information about patient involvement associated with this reported event.